Event description:
It was reported by the customer that on (B)(6) 2010, there was excessive bleeding with the pt due to bladder stones and the procedure was not completed per the physician's instructions.